Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 12 years 3 months after insertion of essure. The patient was treated with surgery (date of removal was (B)(6) 2019). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 12 years 3 months after insertion of essure. The patient was treated with surgery (date of removal was (B)(6) 2019). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 35-year-old female patient who had essure (ess205) (batch no. 624002) inserted for female sterilisation. The patient's medical history included sterilization. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 12 years 3 months after insertion of essure (ess205). The patient was treated with surgery (date of removal was (B)(6) 2019). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2007 as per mr. Most recent follow-up information incorporated above includes: on 27-jul-2020: medical record received : lot number, reporter information and medical history was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 35-year-old female patient who had essure (ess205) (batch no. 624002) inserted for female sterilisation. The patient's medical history included sterilization. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 12 years 3 months after insertion of essure (ess205). The patient was treated with surgery (date of removal was (B)(6) 2019). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2007 as per mr. Lot number: 624002 manufacturing date: 2007-03 expiration date: 2009-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.